Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2021, it was reported the patient was discharged from the hospital and restarted duopa infusion. However, overnight patient developed worsening abdominal pain and returned to the emergency room. Reporter stated physician had said patient still has peritonitis.

Event description:
On (B)(6) 2021, a physician reported the patient continues to have peritonitis and due to that, the pump remains off. Patient also remains on IV antibiotics. Date to resume therapy is unknown.

Manufacturer narrative:
Reference record (B)(4). Refer to b5.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient titrated on (B)(6) 2020 after which patient was taken to the emergency room and had emergency surgery for a pneumoperitoneum. Physician said cause was erosion at the tube site. Family member attempted to contact the procedure md without success. At time of report patient remained admitted.